Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was failed. A field service engineer replaced retractor bands and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed multiple times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.